Manufacturer narrative:
Investigation summary: complaint history review did not reveal known device problem that may cause or contribute to reported adverse event. No device was returned, so no evaluation could be performed on the actual device. Therefore the manufacturer is unable to confirm the device caused or contributed to the reported adverse event.

Event description:
User reported bleeding, tissue shredding, and pain associated with intermittent urinary catheterizing. User believes inadequate lubrication of catheter may have caused or contributed to event.